Event description:
It was reported that on (B)(6) 2022, a 25mm amplatzer amulet left atrial appendage occluder was successfully implanted. The patient reported chest pain in the subsequent 24 hours and returned to the hospital. On (B)(6) 2022, it was determined that the patient had developed pericarditis. The patient was reported as stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 25mm amplatzer amulet left atrial appendage occluder was successfully implanted. The patient reported chest pain in the subsequent 24 hours and returned to the hospital. On (B)(6) 2022, it was determined that the patient had developed pericarditis. The patient was reported as stable. Subsequent to the initially filed report, the following information was received that a non-abbott transseptal puncture device and a 14f amplatzer steerable delivery sheath were used in the original procedure. The implantation was completed in one deployment with no difficulty. It was unknown what caused the pericarditis. It was reported that the pericarditis turned into pericardial effusion. Two weeks after the device was implanted, a pericardiocentesis was performed. The patient remained hemodynamically stable throughout the procedure.

Manufacturer narrative:
An event of pericarditis which progressed into pericardial effusion was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the root cause of the pericarditis which progressed pericardial effusion could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling. H6 health effect - clinical code: 3271 code added. H6 health effect - impact code: 4624 code added.